Event description:
It was reported that the patient's blood glucose levels rose to 17 mmol/l (306 mg/dl) while wearing the pod for approximately 4 hours. Investigation of the pod (completed 08-jun-2026) found a tear in the cannula. The device was originally reported on 14-mar-2026 as the patient was unsure if the pod was delivering insulin. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the soft cannula deployed. During fluid path testing, a tear was found in the exposed portion of the soft cannula near the formed needle tip that allowed fluid to leak from the pod. The timing and cause of the exposed soft cannula damage could not be determined. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or defects were noted that would prevent the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.